Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on an unreported date, the patient had a surgery for an unreported indication and the catheter was displaced. On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of the peritonitis was the patient had underwent surgery and catheter was displaced. On an unreported date in (B)(6) 2014, the patient was hospitalized for the event of peritonitis. On an unreported date, a peritoneal effluent culture was performed and the culture result was unknown. Treatment was not reported. On an unreported date in (B)(6) 2014, the patient was discharged from the hospital. The nurse stated that the catheter was a quinton catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.